Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the cartridge noted that the single use loading unit was partially applied and the interlock was engaged. Partially formed staples were deployed at the proximal end; the staples were not deployed at the distal end. Microscopic inspection of the knife blade displayed damage. Functional evaluation of the instrument and loading unit was conducted by reattaching the firing knob. The sulu pushers and interlock were reset. The sulu unloaded and loaded repeatedly without difficulty. The sulu and instrument were applied to test media with acceptable results. The knife cut completely and cleanly and the remaining staple line was properly formed. The firing knob could be advanced and retracted without any hang-ups. It was reported that the device was not firing completely. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if an excessive upwards force is applied to the firing knob during disassembly, or if the knob is not fully rotated to one side prior to firing, causing detachment. It was also reported that there was failure to advance the handle. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur if the loading unit and knife blade were applied over an obstruction or thick tissue during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure to select a sulu with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Do not rotate the firing knob during firing. Rotating the knob during firing may cause damage and possible instrument malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a small bowel resection, the surgeon pushed the black firing knob only 0.5 cm then the stapler got stuck and the surgeon could not move it either way. The surgeon then dissected the stuck tissue and another of the same stapler was used and with this new stapler the black firing knob could not be pushed at all. The surgical time was extended by more than 30 minutes due to the issue. Another device from a competitor was used to resolve the issue.

Manufacturer narrative:
D10 concomitant product: gia10048s, gia10048s gia100-4.8 sgl usereloadstap (lot#p3d0335). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.